Event description:
Patient had an inferior venous catheter (ivc) filter placed approximately 23 months ago in interventional radiology (ir). Patient had a recent follow-up chest x-ray at an outside hospital that showed that one of the legs had fractured and migrated to the lung. It is not clear when the device leg fractured off. Patient was seen in ir clinic about one week ago by physician assistant. It was recommended to patient to have filter removal attempted. Patient may follow up elsewhere.